Manufacturer narrative:
The devices involved in this event are expected to be returned for evaluation but have not yet been received. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto main body. During the initial implant procedure, the physician experienced difficulty orientating the delivery system as the radiopaque markers were reportedly not well aligned. The physician then noted slight resistance while inflating the integrated balloon during mid-crown deployment of the main body. In addition, physician was unable to deflate the integrated balloon, which resulted in converting patient to open repair. The patient was then transferred to ICU (intensive care unit), and "biohazard material" was reportedly set aside and is possibly available for return/evaluation. Patient is now in good condition and scheduled for hospital discharge.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix received one (1) alto delivery system with the stent graft for an evaluation. The device was shipped in the original product box within two (2) biohazard bags and blood residue was present on the devices. The delivery system was received damaged. The hypo-tube was broken and separated from the remainder of the delivery system. The proximal crown was still constrained in the sleeve. The mid crown was deployed. The sheath was returned. One of the valve wings was returned broken and separated from the valve. The first yellow knob was not returned. The second and third knobs were still undeployed. The sheath port tubing was filled with dried blood. The balloon port tubing had residue of dried blood. The sheath was removed during device decontamination. After decontamination a visual inspection was preformed. It was identified that the device was cut just proximal to the distal lumen spacer entirely through the graft attachment tabs and the delivery system chassis. The proximal end of the device contained both the graft and the proximal end of the delivery system. The 2 mid crown belts were deployed and the mid crown was opened. The second and third release wires were present but pulled out of the tapered tip and were residing at the level of the proximal end of the crown support. Upon close inspection of the oval fill tube and delivery system there were multiple kinks present. The proximal lumen spacer is presenting with a 1mm gap between itself and the hypo-tube from being fully seated. The proximal end of the guide wire lumen was then clamped with hemostats after a 0.035" guide wire was inserted in the guide wire lumen. Moderate force was applied and the guide wire lumen was observed to be sliding over the guide wire lumen spacer. There was also blood present in the oval fill tube as well as the balloon fill line at the back of the handle. The green polymer cap was still present on the polymer fill line, as well as the second and third knob on the handle assembly. There was a kink also present on the sheath. There is a slight "s" shaped bend to the sheath over the proximal end of the 270mm length of the sheath. The flush valve presented with one wing sheared off. Due to the condition of the device received (damaged and broken apart/ separated), endologix is unable to perform a function evaluation therefore was unable to duplicate or confirm the reported events. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. That patient was reported to be in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date of received by manufacturer has been updated. H3: device evaluated by manufacturer has been updated. H6: investigation type codes: remove code 4118. H6: investigation finding codes: remove code 3233. H6: investigation conclusion code: remove code 11.